Event description:
It was reported that during a surgical procedure error codes 171 and 820 were observed. The procedure was completed by an alternate procedure (turp). "No problem with the patient occurred". There was no report of patient injury.